Event description:
The patient received juvederm ultra treament, approximately 1ml to the marionette lines. Two days later, the patient reported developing a red, itchy rash that started between the breasts spreading up towards the face. The patient also reported weeping blisters on the lips. The weeping blisters on the lips have since resolved. The patient was prescribed oral claratyne (loratadine) and corticosteroid cream. The patient is also taking ibuprofen.